Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the transeptum was punctured and the steerable guide catheter (sgc) was advanced within the patient. While steering the sgc down into the left atrium it was identified that there was a pericardial effusion. The procedure was continued and two mitraclips were implanted successfully. While completing the procedure, the patients blood pressure decreased and the pericardial effusion was drained and the procedure was discontinued. The final mr was grade <1. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported pericardial effusion or hypotension. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). Based on available information, a cause for the reported pericardial effusion could not be conclusively determined. The reported hypotension is a cascading event of the pericardial effusion. The reported patient effects of pericardial effusion and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.